Event description:
It was reported that shock impedance measurements have been trending upwards over the past two years. Review of the stored data identified an increase from 130 ohms to 170 ohms. Additionally, non-cardiac related artifact was noted on the most recent event. This patient's system consists of a boston scientific implantable pulse generator and a competitive right ventricular lead. The system is implanted in this patient's abdomen and the caller inquired if system placement would cause or contribute to the reported clinical observations. A boston scientific technical services consultant discussed potential reasons for the issues and provided recommendations for evaluation. The patient is traveling for the next three months and has been advised to bring the communicator. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.